Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #: 2916596-2018-01419. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 64 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient was seen in gastrointestinal (gi) clinic for nausea, vomiting, and bright red blood in stool. Gi doctor recommended admission for further evaluation. The patient was admitted. The cause for the bloody stools was determined to be clostridium difficile was the cause of bloody stools. The bloody stools resolved with treatment of antibiotics. No further information was provided.